Event description:
It was reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. The capsule fell off after attempting to deploy and part of the delivery sys broke. No serious injury to the pt was reported.

Manufacturer narrative:
.